Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was interference/noise seen. Ventricular short interval count equal 1237.9 counts avg/day, in 5.59 days, between (B)(6) 2012, 04:03:34 and (B)(6) 2012, 17:13:01. There was oversensing. Thirty six ventricular non-sustained tachycardia episodes less than or equal to 210 ms on (B)(6) 2012, in the timeframe between 15:35:26 and 17:12:28. 1 - vf<=130 ms average v-cycle on (B)(6) 2012 at 14:24:30. In addition there was high resistance/impedance. Two patient alerts for right ventricular. Pace lead was shown to have impedance of greater than 3000 ohms on (B)(6) 2012 at 03:00:04 and 05:29:08. Daily pace lead impedance log data show various spike increases for ventricular pace = 448 to 16382 ohms range between (B)(6) 2012. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient died during the extraction procedure of the right ventricular lead. The patient had received two inappropriate shocks, oversensing, and high impedance measurements greater than 3000 ohms due to a possible lead fracture. The physician deactivated the device and transferred the patient to another hospital for extraction of the lead. No further patient complications were reported as a result of this event. It was further reported that the patient died during the laser extraction of the lead due to an apparent pericardial effusion. The subclavian vein was torn and the source of the bleeding.